Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("insertion painful"), fatigue ("tiredness"), headache ("headache"), amnesia ("memory loss"), feeling abnormal ("brain fog"), disturbance in attention ("problems with concentration") and menorrhagia ("severe menstruation"). The patient was treated with surgery (essure and fallopian tubes have been removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, fatigue, headache, amnesia, feeling abnormal, disturbance in attention and menorrhagia was resolving. The reporter provided no causality assessment for abdominal pain, amnesia, disturbance in attention, fatigue, feeling abnormal, headache, menorrhagia and procedural pain with essure. The reporter commented: essure was inserted without complications. Since essure removal the complaints have almost completely disappeared. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-sep-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.226 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.